Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be preformed. Additional information received indicated that the device was confirmed to be in good condition post unpacking and preparation. Based on the information currently available, it is probable that procedural factor limited the performance of the coil thus resulting in the reported issue during procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during the coil embolization of an anterior communicating artery (acom) aneurysm, the coil prematurely detached as the delivery wire was being removed from the microcatheter. The proximal end portion of the coil protruded into the parent vessel and the physician deployed a stent to secure the coil proximal end against the vessel. There were no clinical consequences to the patient due to this event.

Event description:
It was reported that during the coil embolization of an anterior communicating artery (acom) aneurysm, the coil prematurely detached as the delivery wire was being removed from the microcatheter. The proximal end portion of the coil protruded into the parent vessel and the physician deployed a stent to secure the coil proximal end against the vessel. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Subject device implanted.